Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 6.5 cm abdominal aortic aneurysm. The aortic neck was short, 11 mm in length and 24 to 26 mm in diameter. The vessels were moderate to severely tortuous and moderately calcified. An accessory renal artery was coiled prior to the stent graft implant. It was reported that after the bifurcated stent graft was implanted and it inadvertently moved distal 5 mm resulting in a proximal type 1 endoleak present. The physician modeled the aortic neck with a balloon, but the endoleak did not resolve. The physician did not want to expose the patient to additional radiation and decided to monitor the patient. There was also a small dissection/transection of the common iliac artery noted prior to the insertion of the iliac limb on the contralateral side while the injecting dye to identify the hypogastric artery. The physician believes that the dissection is most likely related to the introducer sheath. The patient's blood pressure was dropping and the physician placed the contralateral limb the dissection was covered and blood pressure was stabilized. The patient returned for a follow-up CT and the endoleak is still present. The patient is scheduled for treatment of the type 1 endoleak with an aortic cuff in one week. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B) (4): evaluation results: (endoleak), (aortic neck was 11 mm in length, 24 to 26 mm in diameter, the vessels were moderate to severely tortuous and moderately calcified). Evaluation conclusion: (aortic neck was short, 11 mm in length, 24 to 26 mm in diameter, the vessels were moderate to severely tortuous and moderately calcified).